Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. Additionally as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event of peritonitis, c-diff and transition to hd. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Additionally, it is unknown if the patient was utilizing a fresenius device(s) and/or product(s) when the event(s) occurred. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events.

Event description:
On 2/apr/2021, fresenius became aware (via a customer experience survey) this patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis, clostridium difficile (c-diff) and transition to hemodialysis. No additional information provided during intake. Upon follow up the peritonitis was confirmed and the patient recovered, and it precipitated the transition to hd therapy. The clinic manager stated they was unable to obtain any further information, nor is there any residual staff working in the home program when the patient was undergoing pd. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records) were unsuccessful. The patient received a kidney transplant on (B)(6) 2022 and his electronic record has been closed.